Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the device did not alarm for 6 hours on a medication that was hung with the IV line clamped. There was no patient harm. Vs and patient status remained stable. No additional testing or medical intervention required.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the device did not alarm for 6 hours on a medication that was hung with the IV line clamped. There was no patient harm. Vs and patient status remained stable. No additional testing or medical intervention required.